Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that their spouse's implantable neurostimulator (ins) was not getting to fully charged status. It would only get to 2/3 or 3/4 charge level. They recently had portions of the ins recharger system replaced, but that had all been successfully addressed and they were able to charge successfully with 8 coupling bars. The patient would charge daily for 45 minutes. No patient symptoms were reported. The indication for implant was spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.